Event description:
It was reported that the patient had developed an infection. The patient was treated with antibiotics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.